Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found a one of the blades had an indentation preventing blades from closing properly. The instrument could not be placed on an in-house system due to the condition of the instrument; however the complaint was confirmed by manually testing the instrument. Failure analysis concluded that the blade indentation was likely due to mishandling. Failure analysis also found tube extension cracked at one of the axial keys at the tube extension and main tube interface. In addition, the tube reinforcement ring had a small scratch measuring approximately .177. Failure analysis concluded that the crack and the scratch on the reinforcement ring were likely due to mishandling. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Failure analysis also observed various scratch marks at the distal end of the main tube with light material removal. The scratches were not aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the tube abrasions with material removed, which was found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was identified in central processing, the monopolar curved scissors instrument would not open and close correctly. The orange case had cracked. No fragments fell into the patient. There was no allegation of harm or injury to a patient.